Event description:
The following information was received by baxter global pharmacovigilance (gpv) and is a report by a consumer from (B)(6) of break in aseptic technique and fungal peritonitis with culture positive for aspergillus in a patient coincident with dianeal pd4 and extraneal for peritoneal dialysis (pd) therapy. It was reported that on (B)(6) 2008, the patient began capd (continuous ambulatory peritoneal dialysis) treatment with unspecified products. On (B)(6) (year not specified), the patient began treatment with dianeal pd4 1.36%, 2l twin bag (2000ml, frequency not reported), dianeal pd4 2.27%, 2l twin bag (2000ml, frequency not reported), and extraneal, 2l twin bag (2000ml, frequency not reported) intraperitoneally (ip) for end stage renal disease (esrd). On an unreported date, the patient experienced a break in aseptic technique described as ''assumed technical administration problem.'' On (B)(6) 2012, the patient arrived at the dialysis center with cloudy effluent. The patient didn't have any abdominal pain or fever. On (B)(6) 2012, the patient was hospitalized for fungal peritonitis. On (B)(6) 2012, the patient began remedial treatment for the fungal peritonitis with mycosyst (fluconazole) 100 mg, twice a day, po (orally), which continued until (B)(6) 2012. On an unreported date, the patient's pd catheter was removed due to the fungal peritonitis, a temporary cannula was placed and the patient began hemodialysis (hd) therapy. At the time of this report the outcome for the fungal peritonitis was reported as ''not recovered.'' Concomitant therapy was not reported. No further information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the consumer reported a break in aseptic technique by the patient. The assignable cause was not determined. The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.